Manufacturer narrative:
The customers biomed department reseated the controller in the backplane. This seemed to have repaired the issue and the service call was cancelled.

Event description:
The customer reported the system failed to produce fluoroscopy xray. No report of patient injury.